Event description:
It was reported that caller experienced a minimum fill notification while attempting to load a cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove pump from case, clean pneumatic tap area with alcohol wipe or lint-free cloth, and attempt to reload same cartridge, which did not resolve issue; technical support then guided caller through properly filling and loading new cartridge, and caller successfully loaded cartridge onto pump, placed pump back in case, and resumed insulin delivery.